Event description:
It was reported that the customer had a motor error alarm on his insulin pump. His blood glucose was 323mg/dl at the time of reporting. He stated that the error occurred during bolus. After troubleshooting, he was advised to revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.